Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that their device was not working for them. Caller stated that when they first had it implanted, it worked fine, but a month or two later it stopped working so they went back to the doctor (hcp) who checked it out and said the equipment stopped working. Patient also stated that their current hcp told them that there's no further they can do for them and to find another managing doctor. Caller noted that the device had been inactive for probably 3 months now. Agent asked caller if they have tried making adjustments to their therapy settings and changing programs, and caller confirmed they had done so but nothing had helped with their symptoms. Patient noted that the wires were not "talking" to the device, and the ins was very moveable and the patient could flip it over. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent caller physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.